Manufacturer narrative:
(B)(4).

Event description:
The customer reported the catheter that was in the patient was cracked where the extension line meets the hub. This was noticed by fluid shooting out the side of the extension line when trying to flush the catheter. The catheter was exchanged without incident.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reported the catheter that was in the patient was cracked where the extension line meets the hub. This was noticed by fluid shooting out the side of the extension line when trying to flush the catheter. The catheter was exchanged without incident.